Manufacturer narrative:
(B)(4). Externalized conductors due to internal insulation abrasion were noted at 7.3-9.7 cm from the distal tip. Internal insulation abrasions were noted at 7.2-8.3 cm, 10.3-10.6 cm, 9.9-10.9 cm, and 34.2-35.1 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 24.3-24.4 cm, 28.4-28.5 cm, and 26.0-26.1 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 24.2-24.4 cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported when the patient presented to the clinic for a follow-up, lead noise was observed. The lead was explanted and replaced. The patient condition is good.